Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter was reading inaccurately at around 9:03am on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of 323 mg/dl compared to 124 mg/dl on a prime meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with novolin r insulin; he reported that he has a computer program from his doctor that calculates the dose of insulin based on his blood reading. He indicated that 5 minutes after obtaining the alleged inaccurate result he ¿took a calculated dose of insulin¿. He reported that 3 hours after administering the insulin, he became ¿cold, nervous and shaky¿ which he associated with ¿severe hypoglycemia¿. He indicated that his blood glucose level was ¿50 mg/dl¿. He reported that he self-treated his symptoms by taking ¿4 glucose tablets¿. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. He did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Cold, nervous and shaky, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin.